Event description:
It was reported that a skin reaction had occurred. Date of event is an approximation. It was reported via social media platform that the patient experienced a skin reaction on (B)(6) 2025. The reaction included a rash that extended beyond the patch perimeter. This occurred an unknown number of days after the sensor had been inserted at an unspecified site. The social media post mentioned that the patient received an injection of adrenaline to treat the reaction. No further information was available regarding the patient's condition, the exact insertion site, or the duration of the reaction. The complaint was made publicly on social media, and no contact information was provided, making follow-up impossible. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).